Manufacturer narrative:
The devices were discarded after explant due to infection. Infection that may require hospitalization with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instruction for use (IFU). The manufacturing records specified above were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was reported to have an infection which was treated with intravenous antibiotics and the system was explanted.